Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported that there was an infected ins. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The ins was explanted and the patient was to be implanted in the future. The issue was reported as resolved. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.